Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to poor performance issue with the device. The patient was reimplanted with another cochlear device during the same surgery.